Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the surgeon felt inaccurate by 4 mm. Surgeon recalled that he felt inaccurate after registration by 1-2 mm but was willing to proceed throughout the procedure accounting for the inaccuracy. There was no impact to patient. There was no reported delay to the procedure due to this issue.